Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of 403 mg/dl. Customer's blood glucose at time of call was 271 mg/dl. During troubleshooting, found infusion set cannula all crumbled up. Customer was advised to change entire set, reservoir, and insulin. Customer will not be returning the device for analysis.